Event description:
Reported via legal documentation -this patient is confirmed to have had a right total knee arthroplasty on (B)(6) 2017 and then a revision surgical procedure on (B)(6) 2023. In the provided operative report there is no mention of device exchange, nor is it a known practice to replace devices via arthroscopy. As reported via legal documentation this patient is confirmed to have had a right total knee arthroplasty on (B)(6) 2017 and then approximately 5 years, 8 months later she experienced an arthroscopic surgical procedure on 9(B)(6) 2023. Operative report for (B)(6) 2023- preliminary diagnosis: painful scar tissue status post right total knee replacement, rule out debris synovitis. Postoperative diagnosis: mild debris synovitis. Painful scar tissue. Name of operation: arthroscopy. Debridement. Removal of scar tissue. Debulking synovectomy right total knee replacement. Procedure: arthroscopic evaluation showed the patient had some mild debris synovitis and some mild inflammatory scar tissue. This is in the peripatellar region, medial and lateral gutters, and suprapatellar pouch. Through superolateral and superomedial portals an arthroscopic debulking synovectomy was performed in addition to removal of scar tissue. Bleeding points were cauterized, and pictures were taken. The prosthesis was well seated and there was no evidence of infection. Closure was routine. There were no intraoperative complications. There is no other patient demographic or medical history available. There are no photos or other images of the device provided. No other information is available.

Manufacturer narrative:
H3. Investigation results- there is no exactech device information provided. The cause of the patient¿s pain and subsequent arthroscopic procedure cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the painful scar tissue status post right total knee replacement / interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. No other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h4, h6 . MDR section codes updated/corrected: a, b, e, f, g. The reason for the event reported cannot be confirmed from the information provided but may be the result of debris synovitis, polyethylene wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.